Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broke steel cable during surgery, it was in its ninth use (9/18). Partial nephrectomy surgery, with 1:10 hours of console time left when the steel cable broke, requiring the clamp to be changed to continue the surgery. The procedure was completed with no reported injury.